Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 560 mg/dl with trace ketones. Reportedly, the customer changed the infusion set to address the high bg. Tandem technical support (cts) verified in the pump data logs that the fill tubing sequence was not completed resulting in the high bg. Customer acknowledged and understood.